Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During af procedure, physician was advancing ice catheter through the left femoral vein when the tip of the catheter broke. This was observed under fluoro, and the catheter was immediately removed. Catheter was replaced, and the procedure was completed. A 10fr short sheath introducer was used. It was discovered later that day in cardiac recovery that the patient had a vascular perforation located in the venous system below the heart. The physician believes the perforation was caused by the viewflex. Patient is still recovering at the hospital.